Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observation with the caller. The caller stated the patient was admitted overnight and system evaluation the following day was unremarkable for noise. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pre-discharge evaluation of this device following implant identified non-physiologic noise. No adverse patient effects were reported.